Event description:
Granuloma (injection site granuloma), high swelling (injection site swelling). United states report received from physician via company representative on (B)(6) 2023 and concerns a female patient of an unknown age had received rha3 on unknown date for unknown indication. An unknown volume of rha3 was applied to nasolabial folds using an unknown injection technique. It was not reported if needle was used from the box and cannula was used for the administration of rha3. Previous procedures were rha and volume a on an unknown date. No medical history was reported. Concomitant medication was not provided. Food supplements not provided. On an unspecified date, reported as a few weeks ago, the patient believed that she had granuloma, high swelling and could see the product. The patient was also treated with rha2 and rha4 and those areas were fine. The patient was treated with hylenex, a few times. On an unspecified date, the outcome of the event was recovered. The intensity of the event was not reported. The product was not available for return. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. No additional information was available at the time of this report. Case comment: a causal relationship between the rha3 and reported granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that there is no biopsy to confirm the diagnosis of granuloma. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Granuloma [injection site granuloma]. High swelling [injection site swelling]. United states report received from nurse practitioner via company representative on 10-jan-2023 and concerns a 55-year-old female patient had received rha3 on (B)(6) 2022 for unknown indication. 1.0 ml of rha3 was applied to nasolabial folds (0.4 ml each) and oral commissures (0.2 ml) using retrotracing injection technique. Needle was used from the box and cannula (steriglide sgc 25038, 0.50 x 38 mm) was used for the administration of rha3. Previous procedures were 0n (B)(6) 2022, rha1 and rha2 (2 ml) applied on lips and perioral. On (B)(6) 2022, voluma (2 ml) was applied on cheeks and nasolabial folds. No reactions reported. Medical history included fibromyalgia, factor v disorder and periodic limb movement disorder. The patient concurrent condition included long-term acne and were on doxy treatment by outside dermatologist. Concomitant medication included gabapentin, flonase, doxycycline, xarelto, spironolactone and ropinirole. Food supplements not provided. On 21-nov-2022, reported as a few weeks ago, the patient believed that she had granuloma on nlf, high swelling and could see the product. The patient was also treated with rha2 and rha4 and those areas were fine. The patient was treated with hylenex, a few times. On (B)(6) 2022, the patient received medrol dose pack (per package instructions). On (B)(6) 2022, the patient received 600 units of hylanex, injected during appointment. On (B)(6) 2022, the patient received 200 units hylanex and diluted in triamcinolone (1 mg/ml), injected during appointment. No biopsy was performed. On an unspecified date, the outcome of the events was recovered. The intensity of the events was severe. The product was not available for return. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. No additional information was available at the time of this report. On 09-feb-2023, after further internal review, it was found that the importer information was not included in the initial submission. This submission was completed to include the importer information. Follow-up received from non-health care professional via nurse practitioner on 14-feb-2023. Primary reporter details updated (previously updated as physician) and non-health care professional details updated. Patient initials, age and medical history updated. Rha3 start date, site of injection, volume, injection technique, cannula details, lot number and concomitant medications updated. Events onset date, intensity of the events and treatment details updated. Narrative amended accordingly. Case comment: a causal relationship between the rha3 and reported granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. Note should be made that there is no biopsy to confirm the diagnosis of granuloma. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Granuloma [injection site granuloma]. High swelling [injection site swelling]. Case narrative: united states report received from physician via company representative on 10-jan-2023 and concerns a female patient of an unknown age had received rha3 on unknown date for unknown indication. An unknown volume of rha3 was applied to nasolabial folds using an unknown injection technique. It was not reported if needle was used from the box and cannula was used for the administration of rha3. Previous procedures were rha and voluma on an unknown date. No medical history was reported. Concomitant medication was not provided. Food supplements not provided. On an unspecified date, reported as a few weeks ago, the patient believed that she had granuloma, high swelling and could see the product. The patient was also treated with rha2 and rha4 and those areas were fine. The patient was treated with hylenex, a few times. On an unspecified date, the outcome of the event was recovered. The intensity of the event was not reported. The product was not available for return. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Case comments: a causal relationship between the rha3 and reported granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that there is no biopsy to confirm the diagnosis of granuloma. The company will continue monitoring the benefit-risk profile for the product.